Manufacturer narrative:
(B)(4). Dropping or ejected clip. (B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed one conforming clip and ejected the remaining eleven. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported the device was given with no details of the event. No patient impact reported.